Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received implantable cardioverter defibrillator (ICD) shock on (B)(6) 2022 with no reported symptoms before or after ICD shock. The patient reported never experiencing being shocked in the past. Interrogation revealed ventricular tachycardia (v-tach) unsustained with possible atrial fibrillation (a-fib) with rapid ventricular rate or response (rvr). The event reported to have resolved without sequelae on (B)(6) 2022. The patient will continue to be monitored and will follow up with routine ICD shock. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time.' The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15apr2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent cardioversion.